Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B) (6)2009; inratio: 1.9; lab: 1.4, date: (B) (6) 2009; inratio: 2.1; lab: 1.6.

Manufacturer narrative:
Investigation pending.